Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-00563; 3012307300-2018-00565.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube leaked. Although the device was tested before use, the balloon deflated after some time of use. The device was replaced. There were no serious consequences to the patient.

Manufacturer narrative:
Two used portex endotracheal tube (sacett) samples were returned for evaluation; one used sample without its original package,and one new sample with its original closed package. The returned samples were visually inspected at a distance of 12" to 16" and normal conditions of illumination. No visual discrepancies were detected. The returned samples were also inflated using a syringe and were submerged in water in order to detect any leakage. A leak was detected in the cuff of the used sample; the new sample had no leaks. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation summary: one portex endotracheal tubes sachet was returned for analysis. Visual inspection of the unit did not find any visual discrepancies. During functional testing sample was inflated using a syringe and were submerged in water in order to detect any leakage. Leak was detected in the cuff of the used sample. Customer stated issue was duplicated. Problem source could not be identified.